Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 556 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin, resolving the issue. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.